Event description:
It was reported that a light sensitive drug set was missing its slide clamp. There was no patient involvement as this was noticed before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, a photograph of it was provided. Inspection of the photograph revealed a missing slide clamp. The cause was determined to be due to an assembly issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. In order to further investigate and address this condition, a CAPA was opened and involved personnel were made aware of this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.